Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movment of a dx-d 100 system. The customer described the system accelerates on its own while driving and pulls forward. Investigation is underway and a supplemental report will be provided.

Manufacturer narrative:
Agfa service responded onsite and confirmed a hardware issue. Several parts were replaced including a defective cable. Several system test were completed and the system is working as intended. There was no reported harm to patients or users and there are no additional actions for these events.

Event description:
This supplemental report is being provided to provide the final investigation summary. See h10 for additional information.